Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same complaint as 3010536692-2015-01997.

Event description:
Allegedly, patient was revised due to dislodged liner.